Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother in law reported via phone call that customer were hospitalized due to high blood glucose, diabetic keto acidosis on (B)(6) 2019 with blood glucose level was above 600 mg/dl. The customer stated other blood glucose value was 646 mg/dl. Customer experienced symptoms such as vomiting. The customer was treated with insulin drip. Customer allege insulin pump was under delivering. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed. The insulin pump will not be returned for analysis.